Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during polypectomy, after introducing the shaver into the cervix, uterus, a small piece of blue plastic part of the shaver was seen floating in the uterus. The doctor immediately suctioned the foreign body, removed the shaver in the patients body and from the sterile field. Another device was obtained to complete the procedure. There was no patient injury.